Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. H3 other text : see h10.

Event description:
It was reported that the non-patient end of the bd micro fine¿ + pen needle was broken. The following information was provided by the initial reporter: "according to the user's report, the needle npe was broken."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the non-patient end of the bd micro fine¿ + pen needle was broken. The following information was provided by the initial reporter: "according to the user's report, the needle npe was broken".